Manufacturer narrative:
The meter sn (B)(6) was returned for investigation. The returned meter was provided for investigation where they were tested using a control sample and retention test strips. Testing results (qc range = 2.2 ¿ 3.4 inr): 2.7 inr; 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Manufacturer narrative:
Coaguchek inrange serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek inrange meter, serial number: (B)(6). At 7:00 am, the meter result was 4.0 inr. At 7:15 am, the meter result was 6.1 inr. The patient¿s therapeutic range is 2.5-3.5 inr.